Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's cousin called to report that the customer was hospitalized twice this year, about 6 months ago, for low and high blood glucose levels. The customer had been hospitalized for a low blood glucose level of 36 mg/dl. The customer was also hospitalized for a high blood glucose level of 250 mg/dl with symptoms of difficulty breathing, vomiting, and diarrhea. It was unknown if the customer was wearing the device at the time of admission, and it was reported that the customer's doctor made the customer stop wearing the insulin pump and revert to manual injections. The caller found small air bubbles in the tubing and 1 large air bubble; caller removed the air bubbles by priming. The caller went through more troubleshooting and did not find any other issues. The caller was to call back after finding the tubing clamp. Nothing was replaced or returned.